Event description:
Caller reported a malfunction on the pump and identified a recurring issue, listing this as the third occurrence of the same malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer opted to use multiple daily injections (mdi) as backup insulin therapy. Technical support resolved the issue by sending a replacement pump with updated software and provided instructions for returning the malfunctioning pump.